Event description:
Revision surgery - hip dislocation. Pt injury due to pushing a boat.

Manufacturer narrative:
The pt was revised to remedy a dislocation which occurred when the pt was pushing a boat. The revision occurred 6.1 years after prior surgery. The device was not returned for investigational review. The DHR was reviewed and all processing and inspection steps were executed as intended, no ncmrs created. Revision included changing the head to a larger size. Excessive forces on the joint were most likely the cause for the dislocation as there are no indications of material, design or manufacturing problems with the device. Conclusion: no further action required. The dislocation was most likely due to excessive forces on the joint caused by the pt pushing the boat, as reported.